Manufacturer narrative:
Brand name corrected from v-18¿ control wire¿ to v-14¿ controlwire®. Upn - search corrected from m001468540 - v-18, 300cm, 8cm poly tip - 46-854 to h74939216730010 - v-14 short taper 300cm straight tip - 39216-73001. Upn corrected from m001468540 to h74939216730010. Catalog/model # corrected from 46-854 to 39216-73001. Device lot number corrected from 16549726 to 16487172. Device expiration date corrected from 11/19/2015 to 10/25/2015. Device manufactured date corrected from 11/20/2013 to 10/25/2013. (B)(4).

Event description:
The device was previously reported as a v-18¿ control wire¿ however it is a v-14¿ controlwire®.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has the distal tip kinked and peeled and the working length kinked, as part of overall visual revision. The visual inspection was performed and the device presents: the body kinked at the proximal end and the distal tip kinked, bent and peeled. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating detachment occurred. The target lesion was located in an unspecified vessel of the ankle. A 300cm, 8cm v-18¿ control wire¿ guide wire was selected; however, the device was not able to cross the target lesion. When the device was removed, it was noticed that the polymer coating at the tip of the device was stripped off and was left inside the patient's body. The coating was not removed. No further patient complications were reported.

Event description:
It was reported that coating detachment occurred. The target lesion was located in an unspecified vessel of the ankle. A 300cm, 8cm v-18 control wire guide wire was selected; however, the device was not able to cross the target lesion. When the device was removed, it was noticed that the polymer coating at the tip of the device was stripped off and was left inside the patient's body. The coating was not removed. No further patient complications were reported.

Manufacturer narrative:
(B)(4).